Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to duplicate the customer¿s reported issue. All testing was performed using a known good ac adapter as well as the customer supplied ac adapter and sprintpack. The ventilator passed 71 hours of extended tests at the customer¿s settings. The ventilator also passed the ltv final test which includes many ventilation and alarm functions. The ventilator was thoroughly inspected; internal inspection did not reveal any abnormalities with the ventilator. There were no indications of oxidation on the ribbon cable contacts of the switch membrane assembly. External inspection of the pigtail shows no signs of frayed cabling. Further bench testing was performed using a tektronix oscilloscope, the unit passed all testing¿s. This unit passed all testing¿s; however, carefusion has recommended replacing the power board as a pre-caution.

Event description:
It was reported to carefusion that the ventilator stopped working while connected to a patient two times. It is unknown what the ventilator was alarming. There was no harm to the patient.